Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016. Product type: lead . Product ID: 97754, serial# (B)(4), product type: recharger . Product ID: 97740, serial# (B)(4), product type programmer, patient.

Event description:
The consumer via the manufacturer representative (rep) reported they had attempted reprogramming several times in the past, but the consumer still said stimulation wasn't helping with the pain. It was stated that the actions/interventions taken to resolve the issue was explant. The issue was resolved at the time of the report along with the consumer was alive with no injury. Indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.